Manufacturer narrative:
The 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the battery contact in the meter has corrosion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.